Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the ins was unable to charge. The patient tried to charge several times. There were no known factors that could have contributed to the issue. The ins was replaced. The issue was resolved.